Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level at time of incident was 438 mg/dl. Customer current blood glucose level was 209 mg/dl. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The customer stated that insulin pump had insulin flow was blocked and thats why they were high but she did not have any symptoms. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.